Event description:
The hcp reported the pt had been experiencing a lack of efficacy. At refill, the expected reservoir volume was 4ml and the actual was 18ml. The hcp reports hearing an intermittent beeping sound from the pump, but with interroagation, no alarm was noted to be occurring.